Event description:
The CPR data feedback puck to the zoll CPR stat-padz failed to provide CPR feedback even though they appeared to be fully functional, and had no external signs of damage. The defibrillation pads functioned appropriately, the malfunction was isolated to only the CPR feedback puck. Dates of use: (B)(6) 2018. Diagnosis or reason for use: cardiac arrest.